Event description:
It was reported that following the implant of a transcatheter valve, the patient experienced a stroke. Subsequently, intracranial endovascular therapy was performed to removed plaque in the artery. Additionally, the transcatheter was explanted and a second valve was required due to an unspecified reason. As a result of the stroke, the patient experienced temporary injury, stroke recovery, and prolonged hospitalization. Additional information was received that the first valve chosen was a 26 mm size but it kept coming out of the ring with several implant attempts. Due to the risk of dislodgement, it was decided to implant a 29 mm valve. The stroke was both ischemic and hemorrhagic confirmed by computed tomography (CT) angiography. Speech difficulty resulted immediately from the stroke. The patient was reported to be 90% recovered but speech still needs improvement. Per the physician, the stroke was related to the valve through manipulation. The patient's previous valve had a lot of pannus which was a contributing factor to the stroke.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012585683, use by date: 2026-12-12, UDI: (B)(4). Updated: b1, b2, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient experienced a stroke. Subsequently, intracranial endovascular therapy was performed to removed plaque in the artery. Additionally, the transcatheter was explanted and a second valve was required due to an unspecified reason. As a result of the stroke, the patient experienced temporary injury, stroke recovery, and prolonged hospitalization. Additional information was received that the first valve chosen was a 26 mm size but it kept coming out of the ring with several implant attempts. Due to the risk of dislodgement, it was decided to implant a 29 mm valve. The stroke was both ischemic and hemorrhagic confirmed by computed tomography (CT) angiography. Speech difficulty resulted immediately from the stroke. The patient was reported to be 90% recovered but speech still needs improvement. Per the physician, the stroke was related to the valve through manipulation. The patient's previous valve had a lot of pannus which was a contributing factor to the stroke. Additional information was received that a pre-implant balloon dilation was performed and a medtronic (confida) guidewire was used for the procedure. The deployment starting point was with the radiopaque mark of the previous non-medtronic valve. The first valve was removed prior to full deployment rather than explanted. The physician indicated it was difficult to know if the stroke was due to multiple inflations of the balloon or the first valve recovery, but it was not attributed to the second valve or either delivery catheter system (dcs).

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that it was unknown when the stroke occurred. Per the physician, the guidewire did not cause or contribute to the stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient experienced a stroke. Subsequently, intracranial endovascular therapy was performed to removed plaque in the artery. Additionally, the transcatheter was explanted and a second valve was required due to an unspecified reason. As a result of the stroke, the patient experienced temporary injury, stroke recovery, and prolonged hospitalization.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012585683); product type: 0195-heart valves; implant date n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.